Event description:
Sample ID (B)(6) was collected the (B)(6) 2022 from a donor which was already typed as "ccdee" (wiener phenotype: r1r) using erytra eflexis and dg gel rh pheno + kell cards in a previous extraction. The customer tried to reconfirm the phenotype using monoclonal reagents from biscot (lot taj2002 a) and detected a discrepancy when a positive result was obtained with anti-e (clone ms-]80, ms-258). The resulting phenotype was "ccdee" (wiener phenotype: r1r2). Because of this discrepancy, the (B)(6) the phenotype typing of the sample was repeated manually with the dg gel rh pheno + kell lot 21016.02.1 obtaining a negative result in microtube anti-e (contains clone igm ms-906) . A phenotype typing was also performed manually using diaclon rh-subgroups + cw + k card from biorad obtaining positive result in the microtube anti-e (clone ms-80, ms-258). In addition, the 10th of march the phenotype typing of the sample was repeated with dg gel rh pheno + kell lot 21016.02.1 from a new packaging and using erytra analyser, negative result in microtube anti-e was obtained again. On the other hand, a phenotype typing was also performed using dg gel rh pheno (clone igm ms-260) and a positive result in the microtube anti-e was obtained. Logs analysis is not showing any incident in the test execution of erytra. In addition, manual testing has confirmed the results from erytra, therefore an instrument malfunction can be ruled out. The unexpected result did not lead to the transfusion of an unsuitable blood, since the discrepancy in the e antigen results was detected when confirming the phenotype with another test. It is known that variant ew(rh11)and partial e type I do not react with clone ms-906 but do react with clone ms-260, as described in the reported event. The dg gel rh pheno + kell IFU states: - limitations of the procedure: 'a very weak expression or variants of the c, e, c, and e antigens may not be detected'. Furthermore, it is important to remember that patients with known antibodies and patients with phenotyped matched blood should have ahg crossmatches to prevent the most dangerous kind of transfusions reactions and so it is unlikely that the failure to detect it would have serious consequences.

Manufacturer narrative:
On march 31st the sample was sent to reference blood bank center (bst) in order to identify the exact variant of antigen "e" present in the blood cells of the donor. On may 31st results were received and confirmed that donor expresses the ew (rh11) antigen, this fact explains the reason of the obtained negative results with anti-e (clone 906) reagent. As stated in diagnostic grifols technical documentation, anti-e reagent (microtube e(1)) gives positives results against ew cells (rh11) , while anti-e reagent (microtube e(2)) does not. The investigation confirms the behaviour of the sample ID "(B)(6)" reported by the customer, microtube anti-e of dg gel rh pheno + kell contains clone ms-906 which is known to be non reactive with the antigen variant present in the sample. As stated in the IFU of dg gel rh pheno + kell and dg gel 8 rh pheno (similar device cleared in the us using the same clone ms-906), 'a very weak expression or variants of the d, c, e, c, e and k antigens may not be detected'.

Event description:
Sample ID "(B)(6)" was collected the 8th of march 2022 from a donor which was already typed as "ccdee" (wiener phenotype: r1r) using erytra eflexis and dg gel rh pheno + kell cards in a previous extraction. The customer tried to reconfirm the phenotype using monoclonal reagents from biscot (lot taj2002 a) and detected a discrepancy when a positive result was obtained with anti-e (clone ms-]80, ms-258). The resulting phenotype was "ccdee" (wiener phenotype: r1r2). Because of this discrepancy, the 9th of march the phenotype typing of the sample was repeated manually with the dg gel rh pheno + kell lot 21016.02.1 obtaining a negative result in microtube anti-e (contains clone igm ms-906) . A phenotype typing was also performed manually using diaclon rh-subgroups + cw + k card from biorad obtaining positive result in the microtube anti-e (clone ms-80, ms-258). In addition, the 10th of march the phenotype typing of the sample was repeated with dg gel rh pheno + kell lot 21016.02.1 from a new packaging and using erytra analyser, negative result in microtube anti-e was obtained again. On the other hand, a phenotype typing was also performed using dg gel rh pheno (clone igm ms-260) and a positive result in the microtube anti-e was obtained. Logs analysis is not showing any incident in the test execution of erytra. In addition, manual testing has confirmed the results from erytra, therefore an instrument malfunction can be ruled out. The unexpected result did not lead to the transfusion of an unsuitable blood, since the discrepancy in the e antigen results was detected when confirming the phenotype with another test. It is known that variant ew(rh11)and partial e type I do not react with clone ms-906 but do react with clone ms-260, as described in the reported event. The dg gel rh pheno + kell IFU states: - limitations of the procedure: 'a very weak expression or variants of the c, e, c, and e antigens may not be detected'. Furthermore, it is important to remember that patients with known antibodies and patients with phenotyped matched blood should have ahg crossmatches to prevent the most dangerous kind of transfusions reactions and so it is unlikely that the failure to detect it would have serious consequences.